Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical september 2013 complaint report was reviewed for the product families of convenience kits and syringes, and the failure modes of "foreign matter in fluid path," and "broken o-ring." No adverse trends were identified. Visual inspection of the returned syringe showed that a piece of the o-ring was broken and was in the fluid path of the syringe. The rotating adaptor was then examined and it was confirmed that a piece of the o-ring was missing from the bottom o-ring in the stem cup. When a vacuum leak test was performed, per navilyst medical procedures, the sample passed the leak test. In addition a manifold was attached to the syringe, and fluid was aspirated and injected to see if the o-ring would transfer through the lumen. It was observed that the o-ring would not transfer through the lumen of the syringe. The root cause of the broken o-ring in the complaint was that the bottom o-ring was placed at an angle inside the syringe body stem cup (angio syringes utilize 2 o-rings). The correct orientation of the o-rings in the stem cup is horizontal, lying flat in the bottom of the stem cup. With the bottom o-ring tilted at an angle, the second o-ring is placed into the stem cup and the first (bottom) o-ring is then restricted to a position which allows it to be broken by the rotating adaptor (ra) component as it is assembled onto the stem cup. The maintenance log for the syringe assembly machine was reviewed for the lot identified through the DHR, and no machine issues were documented when the lot was manufactured. Navilyst medical process controls for this device include visual inspections at multiple stages of the production process checking the ta for protruding o-rings and damaged or improperly seated o-rings, as well as foreign matter in fluid path. The operators involved in the assembly of the reported syringe lot have been made aware of this complaint event and have been retrained on the applicable product and inspection procedure. (B)(4).

Event description:
As reported by navilyst medical's distributor in the (B)(6), an end user hospital reported that during prep for a procedure, a portion of the o-ring from the 10ml syringe rotating adaptor was broken off and in the fluid path of the syringe. The syringe is furnished in a navilyst medical convenience kit. It was not used, and has been returned to navilyst medical for evaluation. The patient was not impacted by this event.